Manufacturer narrative:
(B)(4). If there was a recurrence of a wheel/caster falling off of the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, if a wheel/caster were to fall off of the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. The user reported that they were able to place the wheel bolt back in the hole at the bottom of the base. A field service engineer (fse) was dispatched to the customer site. By visually inspecting the device, the fse confirmed the reported problem. The fse implemented (B)(4) on the device by applying loctite to each caster bolt and retightening each nut. The device was then functionally tested and returned to service by the user. The device remains at the user facility. The device MFR's investigation concluded that the problem occurred because the serrated nut holding the wheel/caster in place became loose and fell off as the result of external vibration or bumps. The device MFR had previously issued a mandatory field change order to correct this condition. Us FDA was initially notified of this action on (B)(4) 2010. The (B)(4) was issued prior to the occurrence of the event outlined in this report and the user facility's device had not received the update as of the date of this event. There have been no reports of deaths or serious injuries due to this issue. No additional investigation or action is warranted at this time.

Event description:
The user reported that the front wheel fell off of their device and caused the device to fall to the floor. There was no reported pt or user impact.